Event description:
It was reported that a pump memory error occurred during an update and the pump stopped. The pump memory alarm occurred. The hcp was able to reset and reprogram the pump. Telemetry strips indicate that pump was restarted and dosage increased by 15%. The pump was over 6 years old and needed to be replaced. The patient was being set-up for a pump replacement. The hcp planned on performing an indium dye study prior to the pump replacement to make sure the catheter was working properly and will replace it only if needed. The drug in the pump was prialt. No symptoms or injury were reported.

Manufacturer narrative:
(B) (4).